Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed psi test was not reproduced. A review of the event history log revealed multiple downstream occlusion alarms. However true and false alarms cannot be distinguished through the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a pounds per square inch test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.